Manufacturer narrative:
H6: corrected health effect - clinical code.

Manufacturer narrative:
(H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a lateralized liner. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed from the reported information.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the competent authorities, the patient was implanted with a hip prosthetic cup from exactech. As part of the manufacturer's recall campaign, the patient presented herself for a check-up. The x-ray and CT check showed a clear decentering of the prosthesis head, a sign of osteolysis in the acetabulum an inlay wear. This was possible when the inlay was changed to a vitd-hardened one on april 18, 2024 specially approved inlay (novation xle, +5mm lateralized liner, group 3, 36mm) be verified. As part of the replacement operation, in addition to the inlay replacement, the firmness was determined, cup integrity and the replacement of the prosthetic head.